Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Power connector plug in and locked in place properly. No missing segments/partial display noted. Device shows no damage on lcd controller or lcd glass. No unexpected alarms noted during testing. No back light anomaly noted during self test. Device unable to verify transmitter alerts due to insulin pump unable to locate sensor signal, problem isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was flashing. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was alarming inappropriately. The customer reported that the insulin pump was not working correctly. Insulin pump was not been exposed to moisture. Insulin pump was not been exposed to high magnetic frequency. The device will be returned for analysis.